Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezf0878 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (rezf0878) have been reported from the same (B)(6) facility.

Event description:
It was reported that the PICC was leaking from the exit site and a hole noticed at 17cm. The PICC was removed and patient reported discomfort in bicep. However, there was no reported patient injury. The hole in the catheter was discovered after removal of the device.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and will be considered use related. It was reported that fluid was leaking from the exit site. A 4 fr s/l power-PICC solo was returned for investigation. The catheter had not been trimmed to length. The 4 fr s/l tubing extended 57cm from the distal end of the molded wing hub. Tape residue was noted on the solo hub, extension leg, molded wing, and 4 fr tubing. Tape residue was noted at the 15cm depth mark, which indicates that the 15cm depth mark was located outside the patient. A split in the circumferential direction was noted in the catheter between the 16 and 17 cm depth marks. A microscopic examination of the split revealed a rough and granular edge. A kink in the tubing was noted between the 15 and 16 cm depth marks, which was located 0.6cm proximal to the split. A tactual investigation revealed that the tubing had the tendency to kink at the crease/kink that was found in the tubing. The split and crease found in the 4 fr tubing indicates that the catheter was placed in a location that was vulnerable to kinking. This location appears to coincide with the exit site. The repeated kinking of the catheter most likely caused the tubing to crease, which lead to splitting of the tubing material. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ no damage related to the manufacturing process was noted on the returned complaint sample.